Event description:
Customer stated that the insulin pump has cracks. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, cracks on the reservoir tube, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.